Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log but the root cause could not be established. The device was put through extensive testing without duplicating the reported malfunction. The device is being removed from service for destructive testing. Should root cause be established, a follow up will be issued without delay. A replacement device was returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired.